Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit and failed battery test. The customer had the batteries out of the device for over an hour. The customer stated that the battery screen was blank. The customer's blood glucose was 212 mg/dl. During troubleshooting it was noted that there were no damages or corrosions. The failed battery test persisted after the customer inserted new batteries. The discontinuation of the device was advised. Nothing further was reported.